Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a cranial resection, the navigation system camera monitor would intermittently power off without prompt from the user. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
A medtronic representative went to the site to test the system. The reported issue was confirmed. The system failed hardware testing due to the touch screen. The software and instruments passed testing. The cause of the issue was due to a bad power connector on the monitor. The monitor was replaced and the issue resolved. The system checkout was performed after part replacement and all tests passed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: patient coding updated to proper value. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.